Manufacturer narrative:
Concomitant medical products: product ID: 37752, serial# (B)(4), implanted: (B)(6) 2008, product type: recharger. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 39565-30, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. Product ID: 3708140, serial# (B)(4), implanted: (B)(6)2008, product type: extension. Product ID: 37744, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
The consumer reported that the patient felt a sporadic burning sensation near his implant. Nothing prompted the burning; it began approximately 3 weeks prior. The patient also felt stimulation in the wrong location. When the patient turned it up as well as when he was active with his grandkids, he felt it in his testicles. The patient was redirected to his physician. Relevant medical history included spinal pain and other chronic intractable pain in the trunk or limbs.